Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value was 43 mg/dl. The customer blood glucose level was 63 mg/dl at the time of incident and the current blood glucose level was 122 mg/dl. Customers other blood glucose value was 93 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Drive support cap appeared to be normal. The device will not be returned for analysis.